Manufacturer narrative:
The investigation has been completed. The reported cartridge loading issue was verified. The reported altitude and occlusion alarms were verified in the pump logs; however, investigation could not be completed for the occlusion alarm as the cartridge was not returned. During the investigation, different issues were identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had undefined issues loading the cartridge and had received multiple occlusion alarms. A pump system check could not be performed as an altitude alarm had occurred. Blood glucose (bg) was 430 mg/dl and was thought to be dangerous as per the contact. A bolus was unable to be delivered due to the altitude alarm and an insulin pen was administered. The contact took the customer to the emergency room (ER) in order to stabilize the bg and heart rate. While in the ER, the contact reported that the altitude alarm had cleared and upon loading multiple cartridges, cartridge change errors occurred. The customer reverted to using insulin injections. Upon follow up, the contact reported that the customer was treated with 16 units of insulin and 4 bags of "drip". Bg lowered to 390 mg/dl. The customer was still in the ER. Although multiple attempts were made to confirm ER discharge, no reply (additional information) was received.